Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of adnexa uteri pain ('chronic right adnexal pain') and endometrial ablation ('8-minute ablation cycle was started') in an adult female patient who had essure (batch no. 641431) inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced adnexa uteri pain (seriousness criteria medically significant and intervention required) and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with endometrial ablation on (B)(6) 2011 and surgery (laparoscopic-assisted vaginal hysterectomy with right salpingo-oophorectomy). Essure was removed in 2012. At the time of the report, the adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain and endometrial ablation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2012: uterus, cervix, right tube ovary (91grams). Endo- and ectocervix with acute and chronic cervicitis. Near complete fibrosis of endometrial cavity, consistent with prior ablation. Possible superficial adenomyosis. Right oviduct contains a metallic coil within its lumen. Para-tubal cyst formation. Hemorrhagic corpus luteum and serosal adhesions of right ovary. No malignancy identified. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: chronic right adnexal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2020: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of adnexa uteri pain ('chronic right adnexal pain') and endometrial ablation ('8-minute ablation cycle was started') in an adult female patient who had essure (batch no. 641431) inserted for female sterilisation. On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced adnexa uteri pain (seriousness criteria medically significant and intervention required) and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with endometrial ablation on (B)(6)2011 and surgery (laparoscopic-assisted vaginal hysterectomy with right salpingo-oophorectomy). Essure was removed in 2012. At the time of the report, the adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain and endometrial ablation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6)2012: uterus, cervix, right tube ovary (91grams). Endo- and ectocervix with acute and chronic cervicitis. Near complete fibrosis of endometrial cavity, consistent with prior ablation. Possible superficial adenomyosis. Right oviduct contains a metallic coil within its lumen. Para-tubal cyst formation. Hemorrhagic corpus luteum and serosal adhesions of right ovary. No malignancy identified. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: chronic right adnexal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: medical record received: previously reported event ¿medical device removal¿ replaced with event of chronic right adnexal pain. Additional new event of 8-minute ablation cycle was started added. Lot number were added and reporter information were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed.). Essure was removed in 2012. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed.). Essure was removed in 2012. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.